Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a piston anomaly from the insulin pump. The customer's blood glucose reading was 115 mg/dl and had a snack and it went up to 180 mg/dl. The customer stated that he is not sure if his pump is retracting. The customer stated that he is disconnected and nothing came out. The customer stated that the displacement test passed. The customer will be sent a replacement pump.